Event description:
The customer's mother reported that the insulin pump alarmed no delivery, customer took out the battery and got unexpected restart alarm and reinserted the battery and got button error alarm. Troubleshooting was done. Customer's blood glucose was 363 mg/dl. Customer stated left the insulin pump in the school. Customer stated that they are calling doctor for back up plan. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The no delivery alarm could not be verified due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.